Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw skin under her left breast area under the lifevest. The patient described the irritation as sunburn-like and peeling when she itches. The patient reported that she has sensitive skin. The patient spoke to her physician and he prescribed a hydro-cortisone cream. Follow-up indicated that the patient's irritation had not improved but she was following up with her physician who advised her to continue using the hydro-cortisone cream.